Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported a poor communication screen on the patient programmer and that she was unable to communicate with the implantable neurostimulator recharger (insr) and the patient programmer. This occurred ten days prior to the report. The last successful charge session was 3 weeks ago. The reason the patient did not charge was because she was unable to connect and there were issues with recharging. The patient had issues with recharging since implant. On (B)(6) 2015, the patient felt a surge in her fingers and her fingers were twitching. She thought this was when the stimulation turned off. However, the patient was unsure when she last felt stimulation because she is so used to stimulation. Additional information from the manufacturer representative reported that a physician mode recharge (pmr) was used to pull the patient's implantable neurostimulator (ins) out of overdischarge. The antenna locate feature was used right away to assess the best location for the antenna. The patient later stated a trickle charge was done and she was able to get her ins charged up to 100%. After the pmr, the patient was having a difficult time recharging and was only able to achieve 4 coupling bars with the insr. This occurred since implant. The patient's recharger wouldn't couple past four boxes, but a different recharger got "all" 6 boxes. The patient thought the reason for having charging issues was because the scar tissue may be too deep. It was thought they may need to do a revision. However, further information received from the manufacturer representative reported the patient received a new recharger and had been able to recharge fully. The patient's relevant medical history includes non-malignant pain.